Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: the tissue pad appeared to burn and curl up, so they removed it from the patient. When inspecting the device on the mayo stand, it was reported that the tissue pad fell off.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the tissue pad burned off in the proximal portion of the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.